Manufacturer narrative:
H.6. Investigation: there is no photo and no sample returned for investigation of this complaint. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. DHR was performed and no similar qn or abnormalities were observed that could have been related to the defect.

Event description:
It was reported that foreign matter occurred during use with a neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, "kink of the cannula. In addition small particles were found on the cannula tip from the catheter material in both before usage and after usage. That caused many times usage of more than one cannula for the same patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, "kink of the cannula. In addition small particles were found on the cannula tip from the catheter material in both before usage and after usage. That caused many times usage of more than one cannula for the same patient."